Event description:
It has been reported to philips that the wireless footswitch was not working. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and replaced the wireless footswitch (wfs) and the wfs base station to return the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. As per the information collected, the wi-fi indicator on the footswitch led was flashing in red, battery indicator was in red, which indicates that there was an error in the wireless connection. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch did not work. As per information collected, the wireless footswitch did not connect to its base station. To resolve the issues, fse replaced wireless footswitch and base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.